Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Discarded by hospital

Event description:
Patient returned to the operating room after surgeon saw patient through a follow up visit. Through examination of posteropertive imaging (cts), surgeon confirmed patient had a non-union in his lumbar region from a previous surgery that took place on (B)(6)2016 (t10-ilium, (B)(6) 2016). He noticed that loosening had occurred with several screws, resulting in pseudoarthrosis focally centered between those particular segments. Surgeon decided to perform an operation on patient and reinstrument from l4-ilium. Upon dissection and exposure, surgeon noticed that a set screw had dislodged from the tulip head from one of the lumbar pedicle screws (unknown which tulip head). Surgeon exposed l2-ilium, removed the previous constructs set screws from l2-ilium and insitu bent the rods out of those tulip heads. Then surgeon proceeded to remove l4-ilium and replaced them with larger diameter screws. Surgeon used a combination of infuse and vivigen formable to aid in the fusion.